Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that user handling caused the deep cut on the pink rubber of the ultrasonic probe by way of external forces applied during transport, storage, use, cleaning, etc. Due to hitting or pulling the site in question. These problems may be prevented by compliance with the instructions described in the instructions for use. The instructions for use includes the following statements: important information ¿ please read before use. Warnings and cautions (p.7). Warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing it was observed that the pink rubber ultrasound probe had a deep cut. There were no broken elements. The user¿s complaint of stained image was also confirmed. Incidental observations were loose elevator channel, leak from forceps channel, switches not working and corrosion on control body, scope connector, and um connector.

Event description:
As reported for this event, the device yielded a stained image. There is no harm reported to any patient.